Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the post dilation of the first sapien 3 valve with a 26 mm balloon likely contributed to the central regurgitation and need of a second sapien 3 valve to be implanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 23 mm sapien 3 valve was delivered via trans-septal approach and implanted in the mitral position in a pre-existing 25 mm surgical valve. A post dilation was performed and moderate to severe central regurgitation was visualized with tee. The implanters made the decision to address the central leak by implanting a second 26 mm sapien 3 valve within the 23 mm sapien 3 valve present. A 26 mm sapien 3 was deployed at nominal volume and no central leak was visualized on tee and there was no gradient across the valves. The position was good on of both thv's implanted within the surgical valve. The first valve implanted was post dilated with a 26 mm true balloon ¿ they had not intended on a using 26 mm and it was the sites owned mistake that a 26 mm balloon was used.  The volume used for the dilation is unknown as they were basing the inflation off of atmospheric pressure.